Event description:
Contact reports device placed too anteriorly. Probably 1/4" between posterior margin of charite disc and posterior margin of vertebral body. Patient initially did well but had recurrance of severe low back pain after a few months. Surgeon has taken no action at this time. As the event could result in the need for surgical intervention. An MDR is being filed to document this event.